Manufacturer narrative:
A4 - unknown. A5 - unknown. A6 - unknown. H6 - device problem code: 1494 - off-label use, acd<3.0mm. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -9.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced with a longer length lens due to low vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.